Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump showed a charging indication in the app while remaining at approximately 5 percent battery after about one hour on the charger, and the charger base displayed a solid green light that briefly turned off when the pump was moved before returning to solid green. Symptoms included no adverse clinical effects. Outcomes included no impact beyond the reported charging difficulty. Investigation included remote troubleshooting and education, including confirmation of charger status and verification of user observations, with a replacement charger arranged. Investigation of this case revealed a suspected charging dysfunction consistent with a charger or charging interface issue, given the solid charger indicator and failure of battery level to increase. It was concluded, based on previously established findings for similar reports, that the cause was likely a component malfunction in the charging system or a connection issue.